Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome v cutting wire broke during energization of the kd-v411m-0725. The issue occurred during a therapeutic endoscopic sphincterotomy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.